Event description:
The device was returned for service. During service by baxter, a broken door was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The facility representative reported the pump ¿will not sense door is closed¿. Information was not provided regarding whether or not the problem occurred during a patient infusion. The pump was evaluated by a baxter service technician. The reported condition of ¿will not sense door is closed¿ was confirmed, caused by a broken door.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.